Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Additionally, there was no capture despite maximum device outputs. A revision procedure was performed and a lead fracture was reported. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.